Event description:
After being injected with voluma on april 13 from (B)(6) I called them because I was in excruciating pain about four days later on my cheekbones very painful about a few days later I started noticing swelling they also said that was normal. The swelling got worse went back to them on april 26 and they injected me with the dissolvent. They put me on prednisone antibiotics on and off for 2 1/2 months. I finally went to dr. (B)(6) who was my old md dermatologist which is very renowned and we requested the records from (B)(6) and when the doctor received them there was no label for the filler nor the dates were very in accurate. As of today I am excruciating pain my left eye is swollen with bubbles can barely open it and it's closed on both sides the right side is a tad better but I can't open my left eye. The problem did not stop after the person reduced the dose or stopped taking or using the product. The problem did not return if the person start taking or using the product again.